Event description:
The customer reported high, but acceptable results when testing cap survey specimens for total bilirubin (tbili). Upon retest, 1 discrepant result was obtained. Initial tbili = 22.6 mg/dl repeat testing was performed approximately 6 weeks later: repeat tbili #1 = 19.5 mg/dl (same analyzer as initial) repeat tbili #2 = 20.5 mg/dl (different roche analyzer) bilirubin total reagent lot #: 61996901. As these results were for cap survey samples, no patients were affected. Cap instructions for the neonatal bilirubin survey state, "open storage: assay immediately or as soon as possible thereafter." The field service representative found that a gear pump pressure was out of specification and that the high concentration waste nozzle #1 was not evacuating to specification. The field service representative set the gear pump pressure to specification and replaced tubing for waste nozzle #1. He also cleaned valve sv21. Mechanical checks and precision tests were performed. The customer ran quality control tests.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.